Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The cuff did not close perfectly, so it was decided to give more pressure to the reservoir. No further patient complications reported.